Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) was failed. A field service engineer (fse) confirmed that the biometric identifier (bio ID) was forcing users to grab a witness to login. So, the fse opened top cover and replaced bio-ID scanner and cable to scanner but the scanner was not working. After that the fse worked with the technical support consultant (tsc) remotely to push hot fix for bio ID, after that the customer confirmed bio ID was working. The system functioned as intended after the field service engineer and technical support specialist repaired the device.